Event description:
It was reported that the patient's vns device was disabled due to increased seizures. Additional information was received from the caregiver that the patient's device was turned off in 2005. This disablement was mentioned to be after a few months of device being turned on. The settings were adjusted with long intervals and patient experienced increased focal seizures when settings were increased. The physician tried another time to turn the device on but this time, patient experienced more generalized and focal seizures. The device was disabled again. The magnet is still being used in the night when patient has a seizure. The magnet mode is still on but caregiver is unsure if the magnet swipe aborts the seizure or not. In the recent past, patient started the gluten free diet and was reported to be much better but still not seizure free. Patient's seizures were reported to be worse right before patient's menses despite medications. Patient is on 4 meds at present and goes to the arc day program. Patient's caregiver is interested in trying the newer vns therapy device. No known surgical interventions have occurred to date.